Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 1200mg/dl. It was stated that the customer was found in a coma. Troubleshooting could not be performed. No further info was provided.